Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported severe pain right over implant that started yesterday, standing up straight or any kind of movement hurt. Patient denied any falls/trauma but said that the surgeon that implanted the device didn't get the leads in properly and because of that the stimulator hadn't been able to function properly. Patient can feel where the implant was and can feel that it was 'twisted some' and wondered if implant wasn't in the place that it should be anymore. The patient was redirected to their healthcare provider to further address the issue. Pss emailed patient hcp listings. Caller was redirected to the healthcare provider (hcp).

Manufacturer narrative:
Continuation of d10: product ID 39286-65 lot# serial# (B)(6) implanted: 2015-(B)(6) explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient stated that her physician told her that the lead wire could not be implanted properly, so pt will be on oral meds for the rest of her life. Pt stated that she is not getting proper coverage since the lead was implanted.